Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 73 and 142 mg/dl. Tests were done within 10 minutes. Patient using expired control solution. No further information has been reported.